Event description:
It was reported that the patient experienced systaltic feeling on the left flank. Upon x ray right ventricular lead was found to be dislodged. No electrical anomalies were noted. The lead was repositioned. No patient symptoms were reported.

Manufacturer narrative:
Correction: upon review, the right ventricular lead ((B)(4)) should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.